Event description:
It was reported that the 9800 system was mixing up patient images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ei pcb board, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service